Event description:
It was reported that a lead revision was performed due to unknown reasons. No new leads were implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was exhibiting high capture thresholds. Therefore, a lead revision was performed and the lead was repositioned. No additional adverse patient effects were reported.